Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by fever, stomach pain and diarrhea. The cause and treatment of the event were unknown. The patient was hospitalized due to fever, stomach pain and diarrhea. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd catheter was removed due to peritonitis event and the patient was switched to hemodialysis. No additional information is available.